Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 133 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a battery connector not properly plugged into the interface circuit board. The functional testing could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.